Event description:
Patient called to report adverse reaction to his dexcom g6 sensors. Patient stated that after wearing the sensor for 2 days, it causes itching and rash. Patient stated he thinks dexcom has changed the adhesive. He said he called dexcom and spoke with tech support, but they wouldn't give him any information about sensor changes. Patient stated the sensors are supposed to last 10 days, but he can only wear it for 2 days before the itching becomes too much. Patient stated he never had an issue before with the g5 or g6 until recently. Patient said when he calls dexcom, they tell him to see a doctor and offer to send him a replacement sensor, but the same reaction happens.